Manufacturer narrative:
(B)(4).

Event description:
Patient was considered a potential replacement patient (prp) and was called to facilitate scheduling of a follow-up appointment with healthcare provider. Patient said it doesn't work and it never had. Patient said she has had it reprogrammed multiple times and it didn't help. She was not interested in having it checked anymore. Patient also mentioned that she doesn't know if her fibromyalgia effects it not working, all she knows is it doesn't work. Patient was brief and provided no further details. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4) no longer applies to this event.

Event description:
Additional information from the consumer reported that it never worked from day 1. The patient went multiple times for adjustments; there was no change at all. She could feel vibrations but no relief in symptoms. Her symptoms were exactly like before the device was implanted. The cause of the device not working was not determined. The patient assumed it was because she had fibromyalgia and over sensitive bladder. Nothing ever worked.